Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 20mm amplatzer amulet was implanted. On (B)(6) 2022, a thrombus of 25x15x10 size was observed on the disc of the occluder. The patient was started on oral anticoagulant (oac) marcoumar.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 20mm amplatzer amulet was implanted. On (B)(6) 2022, a thrombus of 25x15x10 size was observed on the disc of the occluder which was seen on transthoracic echocardiogram (tte) and computerized tomography (CT) . The thrombus appeared dome-shaped and fiber-like. The patient's international normalized ratio (inr) closest to the time of the reported thrombus on (B)(6) was 2.0 and on (B)(6) 2022 was 2.3. The patient was put on nadroparin (lmwh) 0.6ml 1xdaily till inr was on target levels. The patient doesn¿t have any hematologic or systemic diseases which could contribute to a hypercoagulability state. No patient consequences were reported.